Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g) summary of event as reported, during a ureteroscopy and stone lasering procedure, a ngage nitinol stone extractor could not capture the stone in the patient's ureter. The device was tested prior to use in the uncoiled position. A laser was not used, and an unspecified 30 degree scope was used with the device. Upon scope visualization, the basket did not have a "triangle" shape, rather it had a "flower" shape, and was unable to properly capture the stone. The wire could not actuate the basket, though there was no report of the device separating. Nothing in the patient's anatomy kept the basket from functioning. The device was removed from the patient, and a new device was used to complete the procedure. There was no impact to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require additional procedures due to this occurrence. According to the initial reporter, the patient did not experience adverse effects due to this occurrence. Investigation evaluation: reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned for evaluation in an open pouch with label lot 14823068. Upon a visual inspection, 2 mm of basket formation was visible at basket sheath tip. The handle did not the actuate basket formation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The lot number of the returned device did not match the reported lot number. Clarification on the discrepancy was requested from the user facility but was not received. A DHR review was conducted for each lot number. Because there were no confirmed related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU provides the following information: important: excessive force could damage device. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provides evidence to support that the device was manufactured to specification. Cook confirmed the returned device was found to have a basket that was closed and could not be opened. The shrink tube that covers the distal end of the basket sheath had moved distally, covering the basket formation. Based on the available information, cook has concluded that the cause for the issue could not be determined. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: regulatory affairs manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy and stone lasering procedure, a ngage nitinol stone extractor could not capture the stone in the patient's ureter. The device was tested prior to use in the uncoiled position. A laser was not used, and an unspecified 30 degree scope was used with the device. Upon scope visualization, the basket did not have a "triangle" shape, rather it had a "flower" shape, and was unable to properly capture the stone. The wire could not actuate the basket, though there was no report of the device separating. Nothing in the patient's anatomy kept the basket from functioning. The device was removed from the patient, and a new device was used to complete the procedure. There was no impact to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require additional procedures due to this occurrence. According to the initial reporter, the patient did not experience adverse effects due to this occurrence.